Event description:
Nurse was removing huber needle from patient's chest. Safety mechanism was engaged, put device on bedside table. When nurse picked it up to throw away, was stuck with tip of needle through glove. Nurse says tip of needle was visible below foam lining of device, although she had heard "click" of safety mechanism. MFR#: 2183502-2004-00056.